Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a staff member developed redness, blistered and severe itching of the hands and wrist and are considering it to be from use of the gloves. The staff member was treated with two different topical medications. Additional information has been requested. No product sample is available for evaluation.

Manufacturer narrative:
A sample was not returned for this complaint. A review of the device history record indicates the order was built to specification. The bill of materials for this pack was reviewed and the size 7 glove in the pack are latex-free. The size 8 gloves in this pack contain latex. The content label for pack cautions that this product contains natural rubber latex which may cause allergic reactions. The drawing for this pack was reviewed and the two pairs of gloves are next to each other in the main pack; however, both pairs are walleted. The root cause of this customer's complaint is not known; a sample was not returned for investigation. (B)(4).